Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Method conclusions: other.

Event description:
It has been reported to us that the balloon material separated from the shaft and had to be removed using a cut down procedure. The physician inserted the device into the pt. The balloon burst while inside the pt. The balloon material separated from the shaft and became lodged inside the arm of the pt. The physician performed a cut down procedure and successfully removed the separated piece of material. The pt is reported to be fine.